Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and found to have a piece approximately 2.69 mm x 5.22 mm broken off. The broken piece was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip broke off the mega suturecut needle driver instrument. A fragment fell inside the patient and was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.